Manufacturer narrative:
The patient's year of birth is (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. Eleven days after the onset, antibiotic treatment was stopped, pd therapy was discontinued and the patient was transferred to hemodialysis (hd) due to the event. At the time of this report, the patient has not recovered from the event. No additional information is available as the reporter declined to provide additional information.